Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 10.5 cm was returned. A full breach insulation degradation was noted adjacent to the connector boot at 4.6 cm from the connector pin. It was noted that the outer insulation was wrinkled and the surface was cracking at the location.

Event description:
This report is to advise of an event observed during analysis.